Event description:
Intra-aortic balloon 7.5fr 40cm inserted (B)(6) 2024 during an emergent heat catheterization without any difficulty. Patient transferred to cardiac ICU and 81 minutes later required escalating vasopressor use. Intra-aortic balloon with helium loss and subsequent rupture of balloon. Patient returned to cath lab for intra-aortic balloon removal and insertion of impella device. The impella device was removed (B)(6) 2024 as cardiogenic shock was resolved.